Manufacturer narrative:
The investigation for the reported access site bleed and positioning issues has been completed. The cp pump and guidewire were returned for evaluation and visually inspected. Guidewire kink damage observed, and small impact of guidewire end found on pigtail with slight bend or bulge outwards. No major damages or kink observed in the pump. No other damage along the guidewire and the tip observed. Pump was functioning good with any issue. The cause of the positioning issue was use related due to improper technique. The cause of the access site bleeding was most likely patient condition related due to patient calcified vessel. The cause of the product damage (guidewire damage) issue was most likely use related per return product investigation. The instructions for use referenced in the initial report is from IFU for impella cp with smartassist system, sections: general patient care considerations, entering cardiac output, and potential adverse events (united states), which now includes cardiac or vascular injury (including ventricular perforation).¿ added- d9 device return date d4-updated model number. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: assess access site for bleeding and hematoma. Remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site. Potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a male with cardiogenic shock and acute myocardial infarction was implanted with an impella device for mechanical circulatory support. During the impella device implantation, bleeding around the sheath was observed. Another sheath was then used, but then the pump position was lost. The physician then decided explant the pump and not make a third implantation attempt. The patient remains on support.